Manufacturer narrative:
Supplemental report: 06/06/2016. Device evaluation of electrode belt sn (B)(4) was completed. The reported problem (adjust belt messages) was confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a damaged ECG "a&b" cable. The cable was cut, damaging the -5v wire in the cable. The root cause for the damaged cable was physical abuse. No adverse event resulted from the damaged electrode belt. The damage to the electrode belt did not contribute to the reported injury. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy irritation. The patient's doctor prescribed the patient a cream for the rash. The patient was unable to get the prescription filled and used a powder instead. Follow up indicated that the patient's condition improved. Additionally, the patient's electrode belt (sn (B)(4)) was returned for investigation because it was causing frequent adjust belt messages. The adjust belt messages were unrelated to the patient's injury.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy irritation. The patient's doctor prescribed the patient a cream for the rash. The patient was unable to get the prescription filled and used a powder instead. Follow up indicated that the patient's condition improved.